Event description:
No new information.

Manufacturer narrative:
The complaint of a leak from the IV catheter was confirmed; however, the root cause could not be determined. One 24g insyte autoguard IV catheter was returned for investigation. The sample exhibited evidence of use. What appeared to be blood residue was visible on the catheter adapter. A functional test revealed a leak from the catheter tubing near the nose of the adapter. A microscopic examination revealed a curved breach in the tubing. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. No other similar complaints were reported from the implicated lot. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard winged leaked at the catheter/hub junction. The following information was provided by the initial reporter: this rn opened 24 g 0.75 inch piv package as normal, did not loosen or remove catheter from needle at all. This rn placed peripheral catheter in right, distal saph. Before flushing, rn noted blood to be pooling at the insertion site. Area cleaned, then piv flushed, more blood came from site. Catheter slightly pulled back and it was noted that blood was beading out of the catheter near the point where the catheter meets the hub. Piv removed and bleeding controlled. Piv was flushed into the sink and it was noted again that saline was beading out of the catheter near the hub. (B)(6) 2025 no serious harm. The patient had to have an additional catheter placed.